Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain recurring pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavier menstrual cycle with passing clots') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, anxiety, metrorrhagia, lymphadenitis, perineal pain, vomiting, diarrhea, dysuria, abdominal pain, constipation, hyponatraemia, hypocalcaemia, nickel sensitivity (not recovered prior to essure), migraine (not recovered prior to essure), nausea (not recovered prior to essure), menorrhagia (not recovered prior to essure), dysmenorrhoea (not recovered prior to essure), weight gain (not recovered prior to essure), depression (not recovered prior to essure), anxiety (not recovered prior to essure), urinary tract infection (not recovered prior to essure), hernia repair, cholecystectomy and appendectomy. Concurrent conditions included mastodynia and insomnia. Concomitant products included doxycycline, etonogestrel (nexplanon), minocycline and norethisterone acetate (aygestin). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 8 days after insertion of essure. In (B)(6) 2013, the patient experienced nausea ("nausea"), rash pruritic ("rashes or skin conditions type: skin rash, itchy, and painful/ after essure implant, I experienced skin rashes, inflammation"), rash ("rashes or skin conditions type: skin rash, itchy, and painful"), metrorrhagia ("spotting in between menstrual cycle") and dizziness ("dizziness"). On (B)(6) 2014, the patient experienced nephritis ("bladder or urinary problems or changes : inflamed kidneys/ kidney issues") and haematuria ("chronic cystitis with hematuria"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/bladder/ recurring urinary infections"), major depression ("psychological or psychiatric problems condition: major depression") with depression, flank pain ("flank pain/ bilateral flank pain/ flank pain left"), anxiety ("psychological or psychiatric problems condition: anxiety"), dysuria ("dysuria") and dyspareunia ("dyspaenia/frequency"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced menopause ("hormonal changes describe: started menopause") with menopausal symptoms, hot flush and night sweats. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches/ migraines 21/30 days per month"), headache ("migraines / headaches"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2018, the patient experienced tooth disorder ("dental problems- root canals are failing"). On (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings"), vulvovaginal dryness ("vaginal dryness"), libido decreased ("decreased libido") and sleep disorder ("hormonal changes- describe : sleep issues"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal spotting"), cystitis ("infection (bladder/ urinary tract/vaginal) type: uti/bladder/ chronic cystitis/ bladder issues"), fatigue ("fatigue/ exhaustion"), back pain ("lower back pain"), arthralgia ("joint pain"), irritability ("hormonal changes describe: irritability"), skin irritation ("after essure implant, I experienced skin rashes, inflammation and irritation") and dermatitis ("after essure implant, I experienced skin rashes, inflammation"). The patient was treated with surgery (ablation/conductedendometrial biopsy&noted bloody cervical discharge and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, cystitis, nephritis, migraine, allergy to metals, fatigue, nausea, flank pain and dysmenorrhoea had resolved, the vaginal haemorrhage, menopause, major depression, headache, tooth disorder, weight increased, back pain, mood swings, irritability, vulvovaginal dryness, libido decreased, anxiety, rash pruritic, rash, haematuria, dysuria, dyspareunia, metrorrhagia, dizziness, sleep disorder, skin irritation and dermatitis outcome was unknown and the arthralgia was resolving. The reporter considered allergy to metals, anxiety, arthralgia, back pain, cystitis, dermatitis, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, flank pain, haematuria, headache, irritability, libido decreased, major depression, menopause, menorrhagia, metrorrhagia, migraine, mood swings, nausea, nephritis, pelvic pain, rash, rash pruritic, skin irritation, sleep disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: (B)(6) 2012 00:00 date(s) of insertion discrepancy (B)(6) 2018 00:00 date(s) of removal discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: migraines, nickel allergy, urinary tract infection, lower back pain., depression, nausea., pelvic pain, flank pain, menorrhagia. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received. Outcome of fatigue was resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and lyme disease ('autoimmune disorder type of disorder: lyme disease') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, anxiety, metrorrhagia, lymphadenitis, perineal pain, vomiting, diarrhea, dysuria, abdominal pain, constipation, hyponatraemia and hypocalcaemia. Concomitant products included doxycycline, etonogestrel (nexplanon), minocycline and norethisterone acetate (aygestin). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/bladder"), cystitis ("infection (bladder/ urinary tract/vaginal) type: uti/bladder"), nephritis ("bladder or urinary problems or changes : inflamed kidneys"), rash ("rashes or skin conditions type,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue/ exhaustion"), nausea ("nausea"), flank pain ("flank pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced menopause ("hormonal changes describe: started menopause"). In 2017, the patient experienced lyme disease (seriousness criterion medically significant). In 2018, the patient experienced tooth disorder ("dental problems- root canals are failing"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: major depression"), allergy to metals ("nickel allergy") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, lyme disease, vaginal haemorrhage, menorrhagia, menopause, depression, rash, headache, tooth disorder, allergy to metals, weight increased and back pain outcome was unknown, the urinary tract infection, cystitis, nephritis, migraine, nausea and flank pain had resolved and the fatigue and arthralgia was resolving. The reporter considered allergy to metals, arthralgia, back pain, cystitis, depression, fatigue, flank pain, headache, lyme disease, menopause, menorrhagia, migraine, nausea, nephritis, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: migraines, nickel allergy, urinary tract infection, lower back pain, depression, nausea., pelvic pain, flank pain, menorrhagia. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs and mr received: new events, "pain, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: uti/bladder, hormonal changes describe: started menopause, psychological or psychiatric problems condition: major depression, autoimmune disorder type of disorder: lyme disease, bladder or urinary problems or changes : inflamed kidneys, rashes or skin conditions type, migraines/headaches, dental problems- root canals are failing, nickel allergy, fatigue/exhaustion, weight gain, nausea, flank pain, lower back pain, joint pain" were added. Outcome of events, "flank pain, bladder or urinary problems or changes : inflamed kidneys, migraines, infection (bladder/urinary tract/vaginal) type: uti/bladder, nausea" were changed to "recovered/resolved". Outcome of events, joint pain, exhaustion" were changed to "recovering/resolving". New reporter contact information was added. Patient's information was updated. Patient's demographics were added. Product information was updated. Medical history was added. Concomitant medications were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain recurring pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavier menstrual cycle with passing clots') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, anxiety, metrorrhagia, lymphadenitis, perineal pain, vomiting, diarrhea, dysuria, abdominal pain, constipation, hyponatraemia, hypocalcaemia, nickel sensitivity (not recovered prior to essure), migraine (not recovered prior to essure), nausea (not recovered prior to essure), menorrhagia (not recovered prior to essure), dysmenorrhoea (not recovered prior to essure), weight gain (not recovered prior to essure), depression (not recovered prior to essure), anxiety (not recovered prior to essure), urinary tract infection (not recovered prior to essure), hernia repair, cholecystectomy and appendectomy. Concurrent conditions included mastodynia and insomnia. Concomitant products included doxycycline, etonogestrel (nexplanon), minocycline and norethisterone acetate (aygestin). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 8 days after insertion of essure. In (B)(6) 2013, the patient experienced nausea ("nausea"), rash pruritic ("rashes or skin conditions type: skin rash, itchy, and painful/ after essure implant, I experienced skin rashes, inflammation"), rash ("rashes or skin conditions type: skin rash, itchy, and painful"), metrorrhagia ("spotting in between menstrual cycle") and dizziness ("dizziness"). On (B)(6) 2014, the patient experienced nephritis ("bladder or urinary problems or changes : inflamed kidneys/ kidney issues") and haematuria ("chronic cystitis with hematuria"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/bladder/ recurring urinary infections"), major depression ("psychological or psychiatric problems condition: major depression") with depression, flank pain ("flank pain/ bilateral flank pain/ flank pain (left)"), anxiety ("psychological or psychiatric problems condition: anxiety"), dysuria ("dysuria") and dyspareunia ("dyspaenia/frequency"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced menopause ("hormonal changes describe: started menopause") with menopausal symptoms, hot flush and night sweats. In november 2014, the patient experienced migraine ("migraines / headaches/ migraines 21/30 days per month"), headache ("migraines / headaches"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2018, the patient experienced tooth disorder ("dental problems- root canals are failing"). On (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings"), vulvovaginal dryness ("vaginal dryness"), libido decreased ("decreased libido") and sleep disorder ("hormonal changes- describe : sleep issues"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal spotting"), cystitis ("infection (bladder/ urinary tract/vaginal) type: uti/bladder/ chronic cystitis/ bladder issues"), fatigue ("fatigue/ exhaustion"), back pain ("lower back pain"), arthralgia ("joint pain"), irritability ("hormonal changes describe: irritability"), skin irritation ("after essure implant, I experienced skin rashes, inflammation and irritation") and dermatitis ("after essure implant, I experienced skin rashes, inflammation"). The patient was treated with surgery (ablation/conducted endometrial biopsy&noted bloody cervical discharge and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, cystitis, nephritis, migraine, allergy to metals, fatigue, nausea, flank pain and dysmenorrhoea had resolved, the vaginal haemorrhage, menopause, major depression, headache, tooth disorder, weight increased, back pain, mood swings, irritability, vulvovaginal dryness, libido decreased, anxiety, rash pruritic, rash, haematuria, dysuria, dyspareunia, metrorrhagia, dizziness, sleep disorder, skin irritation and dermatitis outcome was unknown and the arthralgia was resolving. The reporter considered allergy to metals, anxiety, arthralgia, back pain, cystitis, dermatitis, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, flank pain, haematuria, headache, irritability, libido decreased, major depression, menopause, menorrhagia, metrorrhagia, migraine, mood swings, nausea, nephritis, pelvic pain, rash, rash pruritic, skin irritation, sleep disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: (B)(6) 2012 00:00 date(s) of insertion discrepancy (B)(6) 2018 00:00 date(s) of removal discrepancy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: migraines, nickel allergy, urinary tract infection, lower back pain., depression, nausea., pelvic pain, flank pain, menorrhagia, most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain recurring pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavier menstrual cycle with passing clots') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, anxiety, metrorrhagia, lymphadenitis, perineal pain, vomiting, diarrhea, dysuria, abdominal pain, constipation, hyponatraemia, hypocalcaemia, nickel sensitivity (not recovered prior to essure), migraine (not recovered prior to essure), nausea (not recovered prior to essure), menorrhagia (not recovered prior to essure), dysmenorrhoea (not recovered prior to essure), weight gain (not recovered prior to essure), depression (not recovered prior to essure), anxiety (not recovered prior to essure), urinary tract infection (not recovered prior to essure), hernia repair, cholecystectomy and appendectomy. Concurrent conditions included mastodynia and insomnia. Concomitant products included doxycycline, etonogestrel (nexplanon), minocycline and norethisterone acetate (aygestin). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 8 days after insertion of essure. In november 2013, the patient experienced nausea ("nausea"), rash pruritic ("rashes or skin conditions type: skin rash, itchy, and painful/ after essure implant, I experienced skin rashes, inflammation"), rash ("rashes or skin conditions type: skin rash, itchy, and painful"), metrorrhagia ("spotting in between menstrual cycle") and dizziness ("dizziness"). On (B)(6) 2014, the patient experienced nephritis ("bladder or urinary problems or changes : inflamed kidneys/ kidney issues") and haematuria ("chronic cystitis with hematuria"). In january 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/bladder/ recurring urinary infections"), major depression ("psychological or psychiatric problems condition: major depression") with depression, flank pain ("flank pain/ bilateral flank pain/ flank pain (left)"), anxiety ("psychological or psychiatric problems condition: anxiety"), dysuria ("dysuria") and dyspareunia ("dyspaenia/frequency"). In february 2014, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced menopause ("hormonal changes describe: started menopause") with menopausal symptoms, hot flush and night sweats. In november 2014, the patient experienced migraine ("migraines / headaches/ migraines 21/30 days per month"), headache ("migraines / headaches"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2018, the patient experienced tooth disorder ("dental problems- root canals are failing"). On (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings"), vulvovaginal dryness ("vaginal dryness"), libido decreased ("decreased libido") and sleep disorder ("hormonal changes- describe : sleep issues"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal spotting"), cystitis ("infection (bladder/ urinary tract/vaginal) type: uti/bladder/ chronic cystitis/ bladder issues"), fatigue ("fatigue/ exhaustion"), back pain ("lower back pain"), arthralgia ("joint pain"), irritability ("hormonal changes describe: irritability"), skin irritation ("after essure implant, I experienced skin rashes, inflammation and irritation") and dermatitis ("after essure implant, I experienced skin rashes, inflammation"). The patient was treated with surgery (ablation/conductedendometrial biopsy&noted bloody cervical discharge and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, cystitis, nephritis, migraine, allergy to metals, nausea, flank pain and dysmenorrhoea had resolved, the vaginal haemorrhage, menopause, major depression, headache, tooth disorder, weight increased, back pain, mood swings, irritability, vulvovaginal dryness, libido decreased, anxiety, rash pruritic, rash, haematuria, dysuria, dyspareunia, metrorrhagia, dizziness, sleep disorder, skin irritation and dermatitis outcome was unknown and the fatigue and arthralgia was resolving. The reporter considered allergy to metals, anxiety, arthralgia, back pain, cystitis, dermatitis, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, flank pain, haematuria, headache, irritability, libido decreased, major depression, menopause, menorrhagia, metrorrhagia, migraine, mood swings, nausea, nephritis, pelvic pain, rash, rash pruritic, skin irritation, sleep disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: (B)(6) 2012 00:00 date(s) of insertion discrepancy (B)(6) 2018 00:00 date(s) of removal discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: migraines, nickel allergy, urinary tract infection, lower back pain., depression, nausea., pelvic pain, flank pain, menorrhagia, most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received- event lyme disease deleted as it was confirmed to be misdiagnosed previously. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain recurring pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavier menstrual cycle with passing clots') and lyme disease ('autoimmune disorder type of disorder: lyme disease') in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, anxiety, metrorrhagia, lymphadenitis, perineal pain, vomiting, diarrhea, dysuria, abdominal pain, constipation, hyponatraemia, hypocalcaemia, nickel sensitivity (not recovered prior to essure), migraine (not recovered prior to essure), nausea (not recovered prior to essure), menorrhagia (not recovered prior to essure), dysmenorrhoea (not recovered prior to essure), weight gain (not recovered prior to essure), depression (not recovered prior to essure), anxiety (not recovered prior to essure), urinary tract infection (not recovered prior to essure), hernia repair, cholecystectomy and appendectomy. Concurrent conditions included mastodynia and insomnia. Concomitant products included doxycycline, etonogestrel (nexplanon), minocycline and norethisterone acetate (aygestin). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/bladder/ recurring urinary infections"), cystitis ("infection (bladder/ urinary tract/vaginal) type: uti/bladder/ chronic cystitis/ bladder issues"), nephritis ("bladder or urinary problems or changes : inflamed kidneys/ kidney issues"), migraine ("migraines / headaches/ migraines 21/30 days per month"), headache ("migraines / headaches"), fatigue ("fatigue/ exhaustion"), nausea ("nausea"), flank pain ("flank pain/ bilateral flank pain/ flank pain (left)") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal spotting"). In (B)(6) 2013, the patient experienced metrorrhagia ("spotting in between menstrual cycle") and dizziness ("dizziness"). On (B)(6) 2014, the patient experienced haematuria ("chronic cystitis with hematuria"), 1 year 7 months after insertion of essure. In (B)(6) 2014, the patient experienced major depression ("psychological or psychiatric problems condition: major depression") with depression, anxiety ("psychological or psychiatric problems condition: anxiety"), dysuria ("dysuria") and dyspareunia ("dyspaenia"). In 2014, the patient experienced menopause ("hormonal changes describe: started menopause") with menopausal symptoms. In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced lyme disease (seriousness criterion medically significant). In 2018, the patient experienced tooth disorder ("dental problems- root canals are failing"). On an unknown date, the patient experienced arthralgia ("joint pain"), mood swings ("hormonal changes describe: mood swings"), irritability ("hormonal changes describe: irritability"), vulvovaginal dryness ("vaginal dryness"), libido decreased ("decreased libido"), rash pruritic ("rashes or skin conditions type: skin rash, itchy, and painful/ after essure implant, I experienced skin rashes, inflammation"), rash ("rashes or skin conditions type: skin rash, itchy, and painful"), hot flush ("hormonal changes- describe : hot flashes"), night sweats ("hormonal changes- describe :night sweats"), sleep disorder ("hormonal changes- describe : sleep issues"), dermatitis ("after essure implant, I experienced skin rashes, inflammation and irritation") and skin irritation ("after essure implant, I experienced skin rashes, inflammation"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, cystitis, nephritis, migraine, allergy to metals, nausea, flank pain and dysmenorrhoea had resolved, the lyme disease, vaginal haemorrhage, menopause, major depression, headache, tooth disorder, weight increased, back pain, mood swings, irritability, vulvovaginal dryness, libido decreased, anxiety, rash pruritic, rash, haematuria, dysuria, dyspareunia, metrorrhagia, hot flush, sleep disorder, dermatitis and skin irritation outcome was unknown and the fatigue and arthralgia was resolving. The reporter considered allergy to metals, anxiety, arthralgia, back pain, cystitis, dermatitis, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, flank pain, haematuria, headache, hot flush, irritability, libido decreased, lyme disease, major depression, menopause, menorrhagia, metrorrhagia, migraine, mood swings, nausea, nephritis, night sweats, pelvic pain, rash, rash pruritic, skin irritation, sleep disorder, tooth disorder, urinary tract infection, vaginal hemorrhage, vulvovaginal dryness and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: migraines, nickel allergy, urinary tract infection, lower back pain., depression, nausea., pelvic pain, flank pain, menorrhagia, most recent follow-up information incorporated above includes: on 17-oct-2019: plaintiff fact sheet received : events added- mood swings, irritability, vulvovaginal dryness, libido decreased, depression, anxiety, rash pruritic, rash, dysmenorrhoea, haematuria, dysuria, dyspareunia, metrorrhagia, dizziness, menopausal symptoms, hot flush, night sweats, sleep disorder, dermatitis, skin irritation. Outcome of pelvic pain, nickel allergy, menorrhagia updated. Medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.